Manufacturer narrative:
The products were not returned; however, one radiographic image was provided. Evaluation of the image does appear to show the lag screw has backed out.

Event description:
It was reported that the patient underwent a metatarsophalangeal fusion to with plates and screws. The patient had a non-union causing the cross screw to back out of the plate. The patient underwent a revision surgery.